Event description:
The surgeon reported that on 12/15/1997, the pt was treated for limb-threatening ischemia on his left leg which had an ulcer. A left femoro-popliteal bypass procedure was performed utilizing the biograft. During the process of withdrawing the biograft from the tunneler to reposition it, there was a disruption of the graft. The surgeon was required to use another graft in place of the biograft. When the surgeon was asked whether or not he could directly attribute the complication to the use of the biograft, he said he was not sure. This pt did require that the limb be amputated above the knee. However, this was an outcome that would have occurred despite the complication with the biograft because of the serious condition of pt's ischemia and ulcer on that leg.